Event description:
There was no pt involved in this event. This device malfunctioned because a premature low battery warning was given by the device and the device went into fault mode. A device left in fault mode could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed this device was installed by the customer in (B)(6) and that it had performed to specification up to (B)(6) 2012. On (B)(6), the device correctly identified a low batter fault and went into fault mode with the red status led flashing and the device emitting an audible warning. Info obtained from the device showed evidence of significant fluctuations in voltage, which would be sufficient for the device to detect a low battery. Investigation confirmed there to be a fault with the +ve and -ve terminal pogo pins. When tested under the load, the current flow through the pins was reduced and caused fluctuations in the voltage. The fluctuations were sufficient for the device to identify a low battery and trigger the low battery warning. Testing concluded that both the device and the battery were capable of operating to specification while the noted fluctuations were significant enough to trigger the low battery alarm, they did not prevent device operation. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.